Manufacturer narrative:
Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID 3387-28, lot# va1utts, implanted: (B)(6) 2019, product type: lead. Product ID 3387-28, lot# va1tmxh, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The right sided hemiparesis was continuously improving and had resolved completely. Additional actions included trachostomy and hydrocortison administration. Fortecortin was administered orally and hydrocortison via i.v.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2019, product type: extension; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2019, product type: extension; product ID: 3387-28, lot# va1utts, implanted: (B)(6) 2019, product type; lead; product ID: 3387-28, lot# va1tmxh, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387-28, serial/lot #: (b)(4/0, ubd: 18-sep-2022, UDI#: (B)(4); product ID: 3387-28, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4). The patient was implanted for huntington's disease, which is not an approved indication for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for huntington's disease. It was reported the patient had slight right sided hemiparesis post-operatively. CT imaging showed a hypodense area in gyrus adjacent to the entry point of the left lead, which was thought to most likely be focal edema and was considered to be related to the implant procedure. Forte cortin (8-4-0) was administered. The event was not resolved at the time of the report. The seriousness was considered life-threatening illness/injury. No further patient symptoms/complications were reported as a result of the event.